Event description:
The customer reported unresponsive buttons and a frozen screen. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display due to corrosion on the mother board.